Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10665 and  2015691-2020-10666. UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the physician felt the catheter "pop" as it was advanced through the sheath while in a turn. The patient had torturous femoral anatomy. The system was not able to be pushed any further and was pulled out. Major vascular complications occurred and the patient expired. Per report, there was insertion difficulty of the delivery system though the sheath and the valve never made it through the sheath.  While in a torturous turn, the force caused the system to kink both the delivery system and sheath.  The loader was able to be fully inserted into the sheath/sheath housing.  Upon removal, there were withdrawal difficulties. The valve was reported to have hit the kink and pierced the sheath seam, splitting it open and exposing the valve stent.  As the system came backwards, the exposed stent dissected the iliac artery.  A cut down was performed to remove the system.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The valve was not returned to edwards lifesciences for evaluation.  A review of imagery provided showed the following: kinks on the sheath hdpe. The intima (iliac vessel) is seen attaching to the sheath shaft right below the observed kinks. The valve strut can be seen puncturing through the sheath liner. Opposite side of the sheath where the valve is stuck inside the sheath. The outflow struts are bent and punctured through the sheath liner. The valve frame is damaged. Imagery of patient¿s anatomy showed severe tortuosity and some level of calcification were present in the patient¿s access vessel. Due to the unavailability of a returned device, visual inspection, dimensional measurement or functional testing was unable to be performed. Therefore, a potential manufacturing non-conformance was unable to be determined. During manufacturing, the valve frames are 100% dimensionally and visually inspected. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging to ensure there was no damage to the valves. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for frame damaged during use. A review of complaint history from march 2019 to february 2020 revealed other returned similar complaints for sapien 3 valve (all sizes) for frame damaged during use. The complaints were confirmed but no manufacturing issues were identified during evaluation.  Available information suggests that patient factors (tortuous/calcified access vessel) and/or procedural factors (excessive device manipulation) may have contributed to the report event. The occurrence rate did not exceed the february 2020 control limit for the trend category.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed through the provided imagery. A review of lot history, DHR, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the imagery review, patient¿s access vessel was noted to have severe tortuosity and some level of calcification. In addition, per report , ¿there was delivery system insertion difficulty though the sheath, the valve never made it through the sheath, on a torturous turn, the force caused the system to kink both the delivery system and sheath.¿ a related MDR (2015691-2020-10665) has been documented for the reported resistance with delivery system through sheath and sheath kink. As a result of the investigation, patient¿s factors (tortuosity and calcification) and/or (device manipulation) were determined to be potential contributing factors to the advancement difficulty and sheath kink. Upon attempting to remove the delivery system while it was stuck inside the sheath, it is possible that the valve was caught on the newly formed sheath kink. As such, additional retrieval force/device manipulation was likely used to overcome the kink which subsequently led to the valve struts punctured the sheath liner and damaged the valve frame. Bases on available information, it is possible that patient (access vessel calcification/ tortuosity) and/or procedural factors (device manipulation/excessive force as a result of removing the delivery system while it was stuck inside the sheath) contributed to the complaint events. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation and the control limit did not exceeded the applicable trend category, product risk assessment escalations, and corrective/preventative actions are not required.